Event description:
Routine investigation when a complaint was received that a lower blood glucose value of 169 mg/dl was received on a customer's precision qid meter when compared to a lab comparison of 308 mg/dl. When these values are plotted on a clarke error grid, the analysis fell into the "d" zone showing the values to be clinically significant.